Event description:
Event was reported to caldera medical by an attorney. The pt has suffered urine retention, puss in belly button, smelly discharge , rash under legs and above pelvic bone, extremely painful sex, pain in right leg, inability to sleep, and swelling on the left side. No further info has been provided.